Event description:
The cin was contacted directly by the customer. It was reported the device was used during a low anterior resection. It was reported the instrument fired without difficulty, but when the circular stapler was inserted, the staple line "fell apart." The surgeon hand sewed the staple line to complete the case. There was no consequence to the pt. The device is being sent to risk management and will not be released to ees at this time.